Event description:
Additional information became available that this lead was explanted and successfully replaced.

Event description:
Boston scientific received information that this patient recently underwent a device change out procedure, and shortly after that procedure, this right atrial (ra) lead has loss of capture at maximum outputs, and no sensing even at the most sensitive settings. Additionally there was chest wall stimulation. As a result the device programming was changed to vvir and the patient will be monitored for now. To date, no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.